Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported when the user went to push the wire down the needle, the user felt resistance, stopped and had issues retracting it back. User "removed it completely from cannula and it looks like some outer part of the wire has unfurled". No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported when the user went to push the wire down the needle, the user felt resistance, stopped and had issues retracting it back. User "removed it completely from cannula and it looks like some outer part of the wire has unfurled". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photo. However, the needle was not pictured. A full complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.